Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor was unable to complete a pulse test. The cause for the failure was isolated to a shorted q6 transistor on the computer/analog pca. Additionally, the monitor displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board. The root cause for the shorted q6 transistor could not be positively identified. The root cause for the open r45 resistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete a pulse test.